Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited t-wave oversensing (twos). Follow-up was conducted and it was verified that the patient was seen in-office and reprogramming had been completed. The lead remains in use. No patient complications have been reported as a result of this event.